Event description:
On 03/26/1998 following a diagnostic procedure, an angio-seal device was placed in the pt's right groin. Hemostasis was not achieved with the device, and mechanical compression was applied which resulted in control of the bleeding. The pt was discharged home several hours later. On 03/30/1998 the pt complained of pain and numbness in her procedure leg. She presented to the hosp, where a doppler sonogram was performed with incomplete results. On 03/31/1998 an angiogram identified a complete occlusion of the right common femoral artery. On 04/01/1998 the pt was taken to surgery where, according to the surgeon, the device was likely unable to deploy correctly due to the size of the pt's vessel (according to report from facility, the femoral artery was 50% occluded secondary to atherosclerosis). The anchor was identified as having been caught across the artery lumen. An embolectomy, removal of the device, and arthrectomy with patch angioplasty were performed. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.